Event description:
It was reported that during an unknown procedure, after opening, the stapler had been loaded but it stuck in the trocar and the customer couldn't remove the load. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that device (a) was returned with no visual non-conformances and a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The diameter of the tube subassembly was evaluated with a test gage and it was noted to be in good condition. No conclusion could be reached as to how the pan became dislodged from the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The diameter of the tube subassembly was evaluated with a test gage and it was noted to be in good condition. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.